Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device has not been explanted yet. They are waiting on referral in order for it to go through. The implantable neurostimulator (ins)/lead movement was not confirmed. The issue was that there were impedances on the lead. The cause of the high impedance was unknown. The actions/interventions that will most likely happen involve a revision. The patient is waiting to get into their surgeon.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Rep reported that they programmed the patient due to a loss of relief and everywhere they tried to move the program for the patient, pt reported there was an uncomfortable sting/shock where they used to feel a soothing stim. All of the leads ha d 40k impedances with 0 being red and 4 being orange. Rep reported after pt left, they had severe pain in their head and ended up going to the ER and got x-rays. X-rays did not confirm migration, but it was not certain. Pt has been referred to surgeon for possible revision. Rep indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative(rep). It was reported that the implantable neurostimulator (ins) was replaced due to normal eos and the leads were replaced due to high impedances. The cause of the high impedances was unknown. The issue has been resolved. The devices were discarded by the healthcare provider (hcp).

Manufacturer narrative:
Continuation of d10: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type lead product ID 3708160 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead and extension were explanted, but no additional information provided. Registration notes the ins was e xplanted the same day.